Event description:
It was reported that the anesthesiologist successfully inserted epidural when bolus close was to be administrated. The close would not flush into line. Epidural catheter was removed. Upon testing after removal the line was not flushable. The doctor was required to flush a third line to insertion on third attempt. Placement of each epidural was confirmed with ultrasound. Patient had a potential adverse outcome due to the procedure needed to being to repeated.

Event description:
It was reported that the anesthesiologist successfully inserted epidural when bolus close was to be administrated. The close would not flush into line. Epidural catheter was removed. Upon testing after removal the line was not flushable. The doctor was required to flush a third line to insertion on third attempt. Placement of each epidural was confirmed with ultrasound. Patient had a potential adverse outcome due to the procedure needed to being to repeated.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A product sample was received for evaluation. Visual and functional testing were performed. Two used, decontaminated catheters and two portions of tyvek lids containing item and lot information were received. A fluid-filled syringe was attached to the epifuse connector and the plunger depressed. No fluid flowed through the catheter. Visual inspection of the catheters with magnification revealed the presence of all three eyes on each catheter. Further visual inspection of the catheter connected to the second syringe revealed that there appeared to be blood inside the catheter approximately 9.75 inches from the tip of the catheter, which could contribute to the catheter not allowing flushing. The complaint is not confirmed for the catheter connected to an epifuse connector. While the complaint is confirmed for the catheter connected to the second connector, the cause of the failure to flush could not be determined with confidence. No further action will be conducted at this time. The cause of the reported problem could not be determined. No problems or issues were identified during this device history record review.

Manufacturer narrative:
Event problem and evaluation codes: updated. H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Two used, decontaminated catheters and two portions of tyvek lids containing item and lot information were received. A fluid-filled syringe was attached to the epifuse connector and the plunger depressed. No fluid flowed through the catheter. Visual inspection of the catheters with magnification revealed the presence of all three eyes on each catheter. Further visual inspection of the catheter connected to the non-smiths syringe revealed that there appeared to be blood inside the catheter approximately 9.75 inches from the tip of the catheter, which could contribute to the catheter not allowing flushing. The complaint is not confirmed for the catheter connected to an epifuse connector. While the complaint is confirmed for the catheter connected to the non-smiths connector, the cause of the failure to flush could not be determined with confidence. No further action will be conducted at this time. The cause of the reported problem could not be determined. DHR review for each subassembly and incoming inspection records for ca046 revealed no discrepancies or anomalies relevant to the complaint.